Event description:
A caller reported an error with a continuous glucose monitor (cgm) which could not be identified over the phone due to the absence of pump logs. The sensor session was not interrupted previously, but the only visible option was to start the sensor. There was no adverse impact on the customer's blood glucose level. The customer received guidance for troubleshooting the cgm error and was walked through a pump reset, ultimately allowing them to successfully start their sensor session.